Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5 cm cut line indicating the point where the handle compression had stopped. The anvil clamping mechanism is damaged. Pmv performed functional testing which included the reload was loaded into the subject instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bullectomy procedure. The patient relapsed the juvenile pulmonary cyst. For the first firing, the reload was connected to the manual stapling handle. The surgeon tried to fire the device to the staple line of the previous resection. Closed the jaws, clamped the tissue, and tried to squeeze the handle. However, the device stopped on the halfway. Though the black return knob as very stiff to be pulled back, the surgeon could open the jaws and removed the device from the tissue. Staples came out from the reload, over the length of 1.5 cm. Additional tissue resection was required due to the tissue. Replaced by a new handle and a new reload and the firing was completed. The status of the patient is no problem.